Event description:
Patient was revised to address discomfort and elevated metal ion levels.

Manufacturer narrative:
Additional narrative: attachment added: user facility medwatch report if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 3/17/2016: litigation received. A doi was provided. The stem is being added for the elevated metal ion levels. This complaint was updated on:3/22/2016.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records was not possible as the necessary product/lot code combinations were not provided. The information is insufficient and the investigation can draw no conclusions with what has been provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
User facility medwatch report (B)(4) received. Dob provided. Doi sated as (B)(6) 2007. Medwatch reports patient experienced pain secondary to adverse local tissue reaction. Patient codes sent from the medwatch indicate swelling and joint pain, and a device code sent indicates metal debris. There is no new additional information that would affect the investigation.